Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20465522.

Event description:
It was reported that the patient was experiencing inadequate and non-target stimulation despite multiple reprogramming. The patient underwent a revision procedure wherein two leads were added. The patient was doing well postoperatively and the device remained implanted.